Event description:
The physician applied torque to the set screw using an off-the-shelf hex wrench, rather than the lock tool provided with the encore system. During the tightening of the set screw over the suture, the patient felt the tension of the suture release from the tongue. It is probable that over tensioning of the set screw caused the suture to break.